Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that caused a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.